Manufacturer narrative:
The customer technical specialist (cts) worked with the customer to troubleshoot the leak by instructing the customer to check valve 14 (lv14) which is the drain pathway to remove waste from the rbc bath. The customer found a plug of cellular debris in the tubing at lv14. The cts had the customer rinse and drain the rbc bath five times to remove the debris from the tubing which allowed the rbc bath to drain correctly. The customer verified the repair by running test samples and there were no leaks observed. Identified failure modes: the failure mode for the leak was a plug of cellular debris at lv14. No erroneous results were generated; upon recur, the failure mode is likely to cause erroneous results for the rbc (red blood cell) and platelet parameters from carryover due to improper bath drain, bath leaks and/or overflow. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 12 analyzer. The customer reported the rbc (red blood cell) bath was overflowing on the instrument. The volume was reported as a few ml and the leak was not contained. The operator was wearing gloves and lab coat when the issue occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.